Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a new cartridge and resumed insulin therapy independently, resolving the issue.